Manufacturer narrative:
An event of calcification was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2017, 1 21mm trifecta¿ gt valve was implanted. On an known date the patient presented to the clinical and calcification on the valve was reported. At this time the valve has not been explanted and patient status is unknown. Additional information has been requested but the physician refuses to provide anything additional.